Manufacturer narrative:
Mindray svc rep replaced the units cpu, tested and verified operations, passed.

Event description:
Customer reported there was a blank screen on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.